Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the customer called the technical support engineer to report that the integrated electrosurgical unit (iesu) or erbe displayed error c-34. The tse asked the customer to reboot the erbe and replace the energy cables, which had already been done, but the error persisted. Tse then suggested switching the coagulation mode to classic, but the error returned immediately. The surgery was completed using a laparoscopic coagulation option in combination with the da vinci system. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During power-on test, error c-54 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair. While the root cause could not be determined based on failure analysis, the cause is likely due to a component failure that caused an operational problem within the erbe.

Event description:
Refer to h11 for follow-up information.